Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5054 implantable pacing lead implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported by the patient's spouse that the patient experienced ventricular fibrillation at the same time each day and believes it is caused by the device. The device remains in use. No patient complications have been reported as a result of this event.